Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that while charging the ins, when the battery reaches approximately 70¿80%, they experienced a significant burning sensation in their back where the ins battery was located. Pt stated that it was pretty bad and noted that the issue began the day after they turned the scs device on, occurring each time they charged the ins. The patient was redirected to their healthcare provider to further address the issue.